Manufacturer narrative:
During preventive maintenance activities done by zyno, llc occlusion sensor issue was observed. Cause traced to maintenance as there were no preventive maintenance activities performed in year 2023 according to our reports which indicate that the device missed yearly maintenance required. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 04/02/2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is a occlusion sensor issue observed where 30psi value at pre-rework is 306 and 30psi value at post-rework is 296. This issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.